Event description:
It was reported that pump cartridge insertion area was cracked. No information was provided regarding impact to customer¿s blood glucose level. Customer was out of warranty and in process of pump renewal, and no call from technical support was requested, so no additional troubleshooting or corrective actions were documented.